Event description:
International affiliate reports that poor wound drainage was observed. A hematoma developed and the device was removed and replaced. Suction was reestablished. No adverse event noted.